Event description:
The customer stated that she tested her blood glucose using her contour meter and received a reading of 140 mg/dl. She was sweating and unable to stand up, so she called paramedics. Paramedics tested her blood glucose at 30 mg/dl using their meter. The customer stated that she did not know what type of treatment she received, but most likely it was glucose. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.